Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. Due to time zone differences, date of event in (B)(6) is (B)(6) 2016 which compares to (B)(6) 2016 u.s. Date/time zone. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site and evaluated instrument's performance. No specific issue was found on the customer's analyzer. (B)(4). Sample handling is the likely cause of this event as the customer stated the rapid serum tubes (rst) were incompletely filled resulting in short samples. Per bd (becton dickinson) rapid serum tube (rst) insert ref 368774: "over-filling or under-filling of tubes will result in an incorrect blood-to-additive ratio and may lead to incorrect analytic results or poor product performance". Per the accutni+3 access 2 IFU (instructions for use part number a90435 d): "following blood collection tube manufacturers' specimen collection and handling recommendations are essential to reduce preanalytical errors". In conclusion, the cause of this event is use error as the customer failed to follow instructions for proper sample handling.

Event description:
The customer reported obtaining an elevated non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. Due to this elevated access accutni+3 result, the patient received clopidogrel and enoxaparin. The customer reanalyzed the patient's sample one (1) additional time on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained a lower result within the assay's normal reference range. The sample was analyzed on one (1) alternate device, the istat manufactured by abbott, which produced a low (normal) result. Calibration, system check and quality controls (qc) were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a rapid serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes between 15 and 25 degrees celsius. Customer reported that sample collection tube was incompletely filled; hence the sample was a short sample.